Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pencil's electrode was used repeatedly 3-4 times when the electrode's rubber appeared to be broken and fell apart. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure, the pencil's electrode was used repeatedly 3-4 times when the electrode's rubber was found appeared to be broken and torn apart. Nothing disengaged and fell into patient's cavity. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. No electrode was sent. The returned product met specification as received. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Visual inspection found no defects with the returned device. The incident electrode was not sent. An electrode was inserted into the device, and the device was plugged into a generator. The generator recognized the device and activated with satisfactory results. Continuity is verified by observing electrical arcing at the screw in the cut and coag modes. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.